Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on the advantage system compared to lab results within 10 minutes: 13.3 mmol/l (advantage meter) and 5.2 mmol/l (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.